Manufacturer narrative:
Software version is 4.11j. Retainer ring is black. On 09/23/2021 the customer alleged power loss alarm. The test p-cap locks properly in place in the reservoir compartment noted. Device received with minorly scratched lcd window identified during the visual inspection. Thus was utilized and downloaded trace or history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. In further full review in the device history found power loss alarm on the event date of 09/18/2021 at 11:31:59 and 1:32:10; however, found: replace battery ala on (B)(6) 2021 at 21:59:00, on (B)(6) 2021 at 14:01:00, 14:11:00, on (B)(6) 2021 at 03:58:00, 04:08:00, on (B)(6) 2021 at 07:44:00, inset battery alarm on (B)(6) 2021 at 21:59:34, on (B)(6) 2021 at 14:12:47, on (B)(6) 2021 at 04:10:31, on (B)(6) 2021 at 11:31:16, on (B)(6) 2021 at 07:49:23, on (B)(6) 2021 at 11:24:57, on (B)(6) 2021 at 17:15:49, low battery alarm on (B)(6) 2021 at 14:43:00, on (B)(6) 2021 at 10:02:00, on (B)(6) 2021 at 00:51:00, on (B)(6) 2021 at 10:00:00, on (B)(6) 2021 at 04:49:00, on (B)(6) 2021 at 11:12:00, on (B)(6) 2021 at 14:09:00. Device passed self test, active current measurement and displacement test, however failed the sleep current measurement due to high impedance. No unexpected power loss, insert battery, low battery, nor replace battery alarms during testing. Customer alleged for power loss alarm was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm and had to change battery every 24 hours. Customer stated they did not receive low battery alert prior to replace battery alarm. Customer stated this was the second occurrence of replace battery alert without a low battery warning. Customer stated that new battery cap did not resolve the issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.